Manufacturer narrative:
(Report driver 1) manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 hexalobe driver (part number msp2013, batch number 593955) were returned for evaluation. The returned drivers were visually examined under magnification. The returned driver tips were labeled driver 1 and driver 2. Driver 1 had torsional and slight oblique fracture patterns were identified at the tip with twisting of the lobes. The driver measured 3.338" out of 3.38" meaning .042" of the driver's tip was not returned. Driver 2 did not have a fracture on the tip but did have twisted lobes. A torsional fracture or twisted lobes pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No other products were returned for evaluation. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: medical device problem code (annex a): updated to 1069, type of investigation code (annex b): updated10, investigation findings code (annex c): updated to 3243, investigation conclusions code (annex d): updated to 4315.

Event description:
(Report 1 of 17) it was reported during surgery when the surgeon was tightening the screws the screwdriver rolled over the screws preventing them from locking. The surgery was completed after a 40-minute delay. There were no other adverse patient consequences reported. There are 17 related report numbers for this event 3025141-2024-00424 through 3025141-2024-00440.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.